Event description:
Info received indicated the nurse call functions were not functioning.

Manufacturer narrative:
The hill-rom tech determined problem to be a faulty cable that runs from the weight frame junction board to sidecomm board. He replaced comm cable to resolve the issue.